Manufacturer narrative:
On (B)(6) 2020, mentor received additional information that the patient is scheduled to undergo explantation on (B)(6) 2020. Reason for device explant and/or reoperation: local reaction involving pain and inflammation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, after secondary review of the file, mentor became aware that the findings of implant rupture was omitted from the last follow-up report. Right-sided implant rupture was confirmed by MRI. Reason for device explant and/or reoperation: local reaction involving pain and inflammation, rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 450cc smooth mentor memorygel breast implant, catalog # 3504504bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation primary with a 450cc smooth mentor memorygel breast implant has experienced postoperative right-sided local reaction. The patient reported that she started having pain on the right side, it started rising and got very inflamed. The patient consulted a medical professional and had ultrasound and mammogram performed, and was scheduled for an MRI. Medical diagnosis was not yet available. If additional information is received, a supplemental report will be submitted as applicable. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.